Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent a surgical procedure to implant an optease retrievable vena cava filter for the treatment of deep vein thrombosis (dvt) and pulmonary embolism (pe). The device in the patient was positively identified by medical records. As of the present the patient is still implanted with the device, which is known to be dangerous and cause serious side effects. As the result of the optease filter installation, the patient has suffered and is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside the body. The following additional information received per the patient profile form (ppf) indicates that the patient has blood clots, clotting and occlusion of the inferior vena cava (ivc). The patient reports to have multiple ER visits, stomach pain, mood swings, difficulty concentrating and loss of focus, depression and anxiety. Per the medical records, the patient had multiple complications associated with the gastric bypass surgery. According to the information received in the medical records, the patient has a history of morbid obesity, depression, anxiety, dvt and pe. The filter was placed as the patient was to undergo a gastric bypass, and was contraindicated anticoagulation. During the implantation procedure, the filter was deployed below the level of the renal veins without incident. The patient tolerated the procedure well.

Manufacturer narrative:
It was reported that a patient underwent implant of a optease retrievable vena cava filter. The information provided indicated that the patient has blood clots, clotting and occlusion of the inferior vena cava (ivc). The patient reports to have multiple emergency room (ER) visits, stomach pain, mood swings, difficulty concentrating and loss of focus, depression and anxiety. Of note the patient was on medication for depression prior to the filter implant and bypass surgery, including psychotropics to treat anger, irritability and agitation. The patient is reported to first getting depressed following a ruptured brain aneurysm. The indication for the filter implant was a history of deep vein thrombosis (dvt) and pulmonary embolism (pe) and pending laparoscopic roux-en-y gastric bypass surgery for morbid obesity where anticoagulants would be contraindicated. The device was placed via the right common femoral vein and deployed just below the level of the renal veins, under fluoroscopic guidance. The patient had undergone four computerized tomography (CT) scans for complaints of abdominal pain since the bypass surgery and filter implant. The most recent being nine and a half years post filter implant. The CT¿s were unremarkable with the exception of identifying a uterine fibroid. The filter was noted to be in place in each scan report. Approximately ten years after the filter was implanted, the patient had a CT scan, ventilation perfusion scan and bilateral doppler ultrasound for complaints of chest pain and shortness of breath. The exams were negative for pe and dvt. Approximately three months later a chest CT was performed for complaints of chest pain, the scan noted no evidence for aortic dissection and the filter was noted to be in place. The patient has also undergone eleven esophageal-gastro-duodenal (egd)procedures since the by-pass surgery for complaints of abdominal pain. Retained sutures were found on three different occasions and removed, ulcers were noted on two different occasions that have since resolved. A reduction of a widely patent gastro-jejunal stoma was performed in one procedure that was identified approximately nine years and nine moths post bypass surgery. The last recorded egd, performed approximately ten and a half years post by-ass surgery noted a normal upper gastro-intestinal tract. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency, resulting in swelling/edema/bulging of the effected extremity(s). Clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Blood clots and thrombosis within the filter do not represent a device malfunction. Without the procedural films or post-placement imaging and the limited information provided, the report of blood clots, clotting and occlusion of the inferior vena cava (ivc) filter could not be confirmed or clarified, nor can a conclusion about a relationship between the reported events and the filter be drawn. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken.